Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter did not remain in the body and came out spontaneously. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the result will be forwarded.